Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer experienced other blood glucose value as 94 mg/dl and 210 mg/dl. The customer treated low blood glucose value with food. The customer ate yogurt with 13 g and she got up again. The customer treated high blood glucose value with bolus. The insulin pump was on auto mode at the time of incident. Customer uses auto mode. Customer has been using insulin pump system within 48 hours of reported low and high blood glucose event. Based on customer¿s report customer did not allege over and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low and high blood glucose. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.